Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation and passed external visual inspection. The receiver successfully booted and charged. The receiver download log was reviewed and there were no issues related to the customer complaint. An audio/vibration test was performed and the device passed. The speaker resistance was measured and resistance was within specification. The reported allegation was not found. The reported complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.